Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent an oral surgical procedure such as extraction of multiple teeth, alveoloplasty or removal of impacted teeth on unknown date and the suture was used in simple interrupted fashion. Following the procedure, bacterial adherence to suture was highly significant and it was possible that the patient experienced infection. Clinically signs of infection and wound healing were evaluated on first, sixth and /or fifteenth post-operative days. It was also reported that on the sixth day of post-op, the patient developed, possibly, a mild wound dehiscence at the incision site. Additional information has been requested.